Manufacturer narrative:
(B)(4). Batch # n55c84. The ec60a device was received for analysis with no visual non-conformances and with an ecr60t cartridge loaded on the device. The cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic wedge resection procedure, the second firing, the device was loaded with a black reload and placed across lung parenchyma. When the pa fired, the first stroke of the firing trigger felt very easy with little resistance. The second stroke the pa used two hands, but the force to fire was not higher than expected and the firing went plastic to plastic. The third stroke, the firing trigger was completely fired with little force, but the knife was not advancing the whole way and the stroke indicator window still showed a two. The knife reverse switch was used and the knife returned to home. The jaws were released and the staple line deployed nearly the full length but the cut line was about two thirds the expected length. Some of the distal staples that deployed did not form into b shape, but the surgeon removed the unformed staples. There was no issue with bleeding. A powered echelon gst device was used to complete the procedure with no harm to the patient.